Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic rouxny when attempting to place the device trans orally, one device had their white piece attached to the orvil disengaged the other had their tubing disengaged without the white piece. As it was travelling down the esophagus. No suture was cut and no extenuating circumstances to cause disengagement. The surgeon used a third orvil with no issues. There was no patient harm.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Visual inspection and functional testing were performed and the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.